Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: vaginal hysterectomy. Event description: event date is unknown. "Patients were getting labial burns when voyant touched the metal retractor." Additional information received on 11may2022 via email from dr. [Name]: "this has nothing to do with the device. It's due to tight space and the metal retractors." Product is not returning. Patient status: patients were getting labial burns when voyant touched the metal retractor.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event.based on the description of the event, the event was unlikely due to a device non-conformance. Applied medical has reviewed the detail surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vaginal hysterectomy.event description:event date is unknown."patients were getting labial burns when voyant touched the metal retractor."additional information received on 11may2022 via email from dr. [Name]:"this has nothing to do with the device. It's due to tight space and the metal retractors."product is not returning.patient status:patients were getting labial burns when voyant touched the metal retractor.